Event description:
It was reported that patient's right ventricular (rv) lead was dislodged. During lead revision procedure it was noted that the lead helix exhibited anomaly. The lead was explanted and replaced. The patient was stable.